Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had partial screen display, button error and power error detected alarm. The customer¿s blood glucose level at the time of incident was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Act and esc buttons did not respond due to unlock lcd keypad connector. Unable to perform unexpected restart error test. Self-test and displacement test due to button keypad anomaly. Insulin pump had no segments/partial display anomaly noted. No unexpected restart alarm after battery change noted. Insulin pump was received with minor scratched display window and cracked reservoir tube lip.